Event description:
The capsular contracture is baker grade iii. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: b.5; b.6; g.1; h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.7.

Event description:
Healthcare professional reported "several folds bilaterally, suggestive of capsular contracture" baker grade iii. The left side device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture unknown baker grade. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "several folds bilaterally, suggestive of capsular contracture." The device remains implanted.